Event description:
This event was noted during an academic conference of interventional cardiology. A cypher stent was implanted (size unk) at the ostial right coronary artery. Procedural details are unk. Other vessel characteristics are unk. One month later, coronary angiography was conducted and revealed a residual stenosis and dissection st the mid right coronary artery. A stent fracture was also observ ed in the previously implanted cypher. Not only was the stent fracture was also observed in the previously implanted cypher. Not only was the stent fracture, but the proximal end of the fractured stent was sticking out of the ostium of the right coronary artery. A bare metal stent was implanted at the residual stenosis area and during the time while sds was being retrieved, the proximal part of the fractured stent bacame completely separated and dislodged. To retrieve the separated stent, a gooseneck snare was used. It is unk if anti-platelet therapy was conducted. No further details are known. Additional information will be submitted 30 days upon receipt. Please note that this device (lot no. Unk) is distributed outside the united stated; however, it is similar to the united states distributed product.